Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that the 840 ventilator generated an alert indicating "ventilator system failure" and did not continue delivering breaths while the patient was connected. The device was not available for evaluation. The repair for the reported issue was performed by non-medtronic personnel. It was informed that the hospital staff inspected the ventilator and ran extended self test (est) to clear alarm. The unit was informed to be in working condition. The cause of the reported event could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that the 840 ventilator generated an alert indicating "ventilator system failure" and did not continue delivering breaths while the patient was connected. The patient was removed from the ventilator and placed on an alternate ventilator without injury.